Manufacturer narrative:
No pre-existing anomalies were detected by the check of the sterilization charts of: - the 6 delta-revision acet.cups ø50mm released with code 553321050 lot 2003735 ster (B)(4). - the 50 delta protr.liners øint 36mm #l released with code 588651260 lot 2424476 ster (B)(4). - the 200 bone screws ø6,5 h.30mm released with code 842015030 lot 2417494 ster (B)(4). - the 190 bone screws ø6,5 h.25mm released with code 842015020 lot 2415177 ster (B)(4). - on the 200 bone screws ø6,5 h.25mm released with code 842015020 lot 2419828 ster (B)(4). This is the first and only complaint due to infection recorded on the listed ster. Numbers. A final report will be submitted after the investigations.

Event description:
Left hip revision surgery due to periprosthetic joint infection- redness around the scar. Revision date is (B)(6) 2025. Removal of extensive inflammatory granulation tissue and necrotic tissues around the acetabulum, hip and right thigh and implantation of a garamycin sponge and cement filling. Previous surgery was performed on (B)(6) 2024. Devices involved: - delta-revision acet.cup ø50mm code 553321050 lot 2003735 ster (B)(4). - delta protr.liner øint 36mm #l code 588651260 lot 2424476 ster (B)(4). - bone screw ø6,5 h.30mm code 842015030 lot 2417494 ster (B)(4). - bone screw ø6,5 h.25mm code 842015020 lot 2415177 ster (B)(4). - bone screw ø6,5 h.25mm code 842015020 lot 2419828 ster (B)(4). Patient details: female, born in 1950, 155 cm, 98 kg, bmi 40.8, retired. Previous hip treatments or surgeries: (B)(6) 2022 tha on the left side. (B)(6) 2021 tha on the right side. This event occurred in poland and only the liner and screws are cleared in the USA.